Event description:
During routine testing of the vaporizer, datex-ohmeda service rep noted output of the vaporizer was not within spec. There was no pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in mfg processes have greatly reduced these issues. Changes were implemented into the mfg, refurbishing and service processes in 6/1997.